Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the tubing going to the ventilator interface printed circuit board transducer was crimped. The tubing was trimmed and reconnected.

Event description:
The hospital reported that mechanical ventilation did not pass the preoperative checkout. There was no report of patient involvement.